Manufacturer narrative:
The reported oad and a viperwire guide wire were received for analysis. No damage was observed on the viperwire. Adhered biological material was visually observed on the oad crown. The device data logs revealed stall events had occurred. It is unknown if the stall events were related to the reported event. The root cause of the stall events were unable to be determined. A guide wire passed through the oad, including the area of adhered material, without resistance. The oad was tested, spun on all speeds and functioned as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a heavily calcified lesion in the proximal left anterior descending coronary artery (lad) across the first diagonal. The vessel was 3.0-3.25 mm in diameter. An unsuccessful attempt due to lack of support was made to wire the vessel with the viperwire guide wire, so the lesion was wired with a non-csi guide wire and a wire exchange was performed. Two oad treatments were performed, and the oad stopped on the second treatment. Glideassist mode was used to remove the oad. The patient experienced chest pain, and imaging showed a large perforation had occurred. Balloon angioplasty was performed, and the patient coded. Intubation and chest compressions were performed. A pulse was regained, and medication was administered for the decreased blood pressure. A large effusion was observed, and pericardiocentesis was performed. Additional balloon angioplasty was performed for a total of 19 minutes. Additional imaging revealed the effusion was not resolved. It was noted that the wire had inadvertently been pulled back during resuscitation attempts, and an attempt was made to rewire the lad. Two covered stents were placed, and the patient coded. It was found that the diagonal had been wired instead of the lad, and the stents had placed in the diagonal and not at the site of the perforation. The lad was then rewired. An additional covered stent was placed, but the perforation was not resolved. The patient's family decided to discontinue life saving measures, and the patient expired. The opinion of the physician was that the viperwire was not supportive enough which led to a wire prolapse into the diagonal during treatment which led to the perforation. There was no allegation of deficiency or malfunction against the wire.